Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed the start up self-test for defib and pacer functions. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation and investigation; the customer's report was observed during review of the device activity log. However, the customer report was not duplicated with the device after extensive testing. The processor/bridge/pace board and defib-monitor flex cable were replaced as a precaution. The device was recertified successfully and returned to the customer. Analysis for reports of this type has not identified an increase in trend.